Event description:
During an electrophysiology procedure, it was reportedly not possible to establish telemetry link between the programmer and the pacemaker.

Event description:
During an electrophysiology procedure, it was reportedly not possible to establish telemetry link between the programmer and the pacemaker.